Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Reportedly, the customer changed the infusion set and administered a manual injection to address elevated bg. The customer alleged that the cause of the high bg was due to an issue with the cannula, but no issues were observed when cannula was removed. Ultimately, the cause of the high bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.